Event description:
It was reported that during a laparoscopic colectomy procedure, the device would not close. They pulled another like device to complete the procedure. There were no pt consequences.

Manufacturer narrative:
H3. Evaluation summary: the analysis showed that the device was received with the articulation gear teeth damaged. The device was received with a cartridge loaded in the device, the cartridge was received fully loaded with staples and with no damage to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired the staple formation was conforming. The device was dissassembled to verify the condition of the internal components and the articulating gear was found damaged, no other anomalies were found. In addition the returned cartridge was tested for functionality with a test device and it fired, cut and formed the staples as intended. During the analysis the device opened and closed without any difficulties. H6. Damaged articulation mechanism.